Event description:
An eye care professional reported that a cv232s iol has been explanted with no complications due to opacification. Request has been made to provide additional info.

Manufacturer narrative:
The product was not made available in order to conduct an evaluation. An evaluation of the reported lot info is underway by mfg. (B)(4).